Manufacturer narrative:
One tapered screw-vent implant (tsvwb11) was returned for investigation. Visual evaluation of the as returned product identified bone residue around the external threads due to usage. Additionally, minor signs of wear were identified around the internal threads. No apparent malfunction was identified. Functional testing was performed using an applicable in-house abutment. The abutment properly threaded and engaged into implant. No pre-existing conditions were reported. The device had been placed on tooth # 18 for approximately 2 years. X-ray or picture images were not provided and no other information was provided. DHR review for the lot (63270548) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (63270548) for similar events and no other complaint about nonconforming products were identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (tsvwb11) was removed at tooth location 18. Clinician reported that implant inner screw was stripped and loss integration was noted. Implant was removed.